Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string broke leaving the pessary inside. She was unable to remove the pessary herself. An obgyn nurse came to her home and removed the pessary. She did not experience any adverse health affects and did not receive medical treatment.